Event description:
Upon relieving the circulating nurse assigned in the or, the light source of the video machine was going on. When the surgeon moved the drape to use the ultrasound machine, he noticed the drape and mid right thigh of the patient were burned. Plastic surgery was consulted; silvadene cream was applied to the right thigh.